Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked at 3 cm from the j-tip at the distal end. Additionally, the core wire was broken adjacent to the proximal weld. No pieces of wire appeared to be missing. The device history records for the guide wire were reviewed and did not reveal any manufacturing related issues. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken. Additional information: the initial report indicated that the guide wire was kinked. The returned device was also found to be unraveled. A device code has been added to reflect the condition of the sample.

Manufacturer narrative:
(B)(4). This report is for one of a set of two product issues experienced on the same patient. The other event has been reproted under MDR# 1036844-2016-00034.

Event description:
It was reported that during insertion in the sicu, the guidewire kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.